Manufacturer narrative:
Omit : a0721 - circuit failure (1089), g02005 - circuit board, b17 - device not returned, c02 - electrical problem identified.

Event description:
It was reported that the device had 600.6835, did not transfer network configuration package and faulty logic board. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 600.6835, did not transfer network configuration package and faulty logic board. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had 600.6835, did not transfer network configuration package and faulty logic board. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 600.6835, did not transfer network configuration package and faulty logic board. There was no patient involvement.

Manufacturer narrative:
Additional information: annex a: a1102, annex c: c10 annex d: d15 annex g: g0200802.

Event description:
It was reported that the device had 600.6835, did not transfer network configuration package and faulty logic board. There was no patient involvement.